Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization last (B)(6) 2014 due to high blood glucose. Customer stated she had been running high blood glucose when she woke this morning her blood glucose was 600 mg/dl, her health care provider advised to the hospital. Troubleshooting was done. Customer's blood glucose was 572 mg/dl and treated with injection. Customer blood glucose was 583 mg/dl at the time of hospitalization. Customer was wearing the insulin pump during the hospitalization. The customer was assisted to perform high pressure test and test passed. Customer will do a complete set changed when he gets home. Advised the customer that bent cannula could be the cause of for high blood glucose issues. No further information provided.